Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump had emitted frequent loss of prime warnings with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/20/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:a review of the pump¿s history evidence of loss of prime due to low non-zero force on 10/03/2013. The pump powered on normally and was able to successfully pass the ez prime steps. The pump was exercised for 24 hours with no loss of prime. The pump cover was removed and no issue was found with the force sensor circuit. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.